Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported during procedure preparation the subject device had a connection failure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The cause of the reported event was a poor connection with the optical viewing tube. Since the locking pin of the scope mount was broken, the telescope cannot be connected and fixed properly. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): "preparation and inspection. Inspection of camera head". Check that there is no looseness or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated counterclockwise. Check that there is no looseness or rattling in the scope mount when the scope mount is operated. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported during procedure preparation the subject device had a connection failure. There were no reports of patient harm. Procedure information was unknown.